Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within range. The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The model and serial number of the unknown roche analyzer were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit and an unknown roche analyzer. The first sample initially resulted in a troponin t value of 16.9 ng/l on the e801 analyzer. The sample was repeated twice on the same analyzer, resulting in values of 4.14 ng/l and 3.44 ng/l. The second sample initially resulted in a troponin t value of 10.10 ng/l on (B)(6) 2023 when tested on the unknown roche analyzer. The sample was repeated on the same analyzer on (B)(6) 2023 and only a sample short alarm was received. The sample was repeated two additional times on the same analyzer on (B)(6) 2023 and resulted in values of < 5 ng/l and < 5 ng/l. The third sample initially resulted in a troponin t value of 6.03 ng/l when tested on the e801 analyzer. The sample was repeated twice on the same analyzer, resulting in values of 3.83 ng/l and 3.03 ng/l. The fourth sample initially resulted in a troponin t value of 13.1 ng/l when tested on the unknown roche analyzer. The sample was repeated twice on the same analyzer, resulting in values of 5.17 ng/l and 4.36 ng/l.